Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the measuring 49.2 cm was returned for analysis. Internal insulation abrasion was noted at 7.3cm to 7.6cm from the distal tip. The etfe coating was intact these locations. Internal insulation abrasion under the svc shock coil was noted at 19.0cm to 19.7cm and 32.5cm to 33.1cm from the distal tip. The etfe coating was intact these locations.

Event description:
This report is to advise of an event observed during analysis.